Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was requiring witness signature for all users to sign in. A technical support specialist (tss) dialed into the station, verified the login behavior with biometric identifier (bio ID) and with credentials, and it does not require a witness. The tss dialed into the server, verified the device log in mode was being set to user identification (user ID) and bio ID, the user ID scan mode used facility settings, and it required witness only for inventory and waste for the station. The tss attempted to reach out the customer for follow up and proceeded to close the case as no response was received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was requiring witness signature for all users to sign in. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.